Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement, the new generator was successfully interrogated in and out of the pocket and heart rate detection and settings were programmed. During a final system diagnostic, near end of service (neos) battery status was seen. The generator was interrogated several more times and a generator reset was performed and neos was still seen. The surgeon denied that electrocautery came into contact with the generator. The surgeon elected to replace the generator, which was able to be successfully programmed. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
The suspect device was received by the manufacturer and is awaiting product analysis completion. Internal generator data was also received and reviewed.

Event description:
Product analysis was completed on the suspect device. An interrogation, system diagnostic, wandcomm diag, and comprehensive automated electrical evaluation (shows ifi=no) condition were performed. The initial data downloaded from the dut showed the reboot reason text as "none" and the reboot counter as 0, indicated that a reset of the generator did not occur. The vbat low voltage showed a stored value that indicates an neos=yes condition occurring on (B)(6) 2024, suggesting that the generator was exposed to electrocautery during implant. Burn marks were also seen on the generator case, further indicating that the generator was exposed to electrocautery. Other than the neos condition due to electrocautery exposure, no there were no performance or other adverse conditions found with the generator.